Manufacturer narrative:
A getinge field service engineer (fse) confirmed with the customer the drive manifold assembly was replaced. The issue was corrected and the transducer was able to be calibrated. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the customer replaced the drive manifold assembly of the cs300 intra-aortic balloon pump (iabp); however, the customer was unable to calibrate the transducers, they were out of spec. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device(10) a getinge field service engineer (fse) was dispatched to investigate the reported malfunction. The fse successfully completed the transducer calibrations. This corrected the issue. The fse completed all functional and safety test to factory specifications. The iabp unit was cleared for clinical use and released to the customer. Analysis of production: (3331/3250) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/3250) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/3250) the overall 24 month product complaint trend data for the period jun-2019 through may-2021 was reviewed. There were no triggers identified for the review period.